Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline tear with a driveline power fault after an accidental cut while trying to remove driveline exit site dressing. There was no pump stop. The log files were reviewed and the captured driveline power fault alarms beginning at 11:55am on (B)(6) 2025. It was recommended that if the patient was stable that the modular cable and system controller be swapped out. Then it was recommended that the patient be monitored for alarms after. The modular cable and system controller were exchanged. The system controller was exchanged to shorten the length of time the pump would be off during modular cable exchange, and the exchange resolved the event.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the modular cable (lot number 10626166) was confirmed via log file analysis and review of submitted customer photos. The customer submitted photo showed a cut in the modular cable. Data from the submitted log files was reviewed on the reported event date of 23jan2025 showed a driveline power fault alarm activating at 11:55 due to the power a signal dropping below the alarm threshold. The driveline power fault alarm did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. Provided information indicated that the modular cable was damaged while the driveline dressing was being removed, and that the system controller and modular cable were exchanged, resolving the alarms. The provided information suggests that the root cause of the reported event was user error. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.